Event description:
On (B)(6) 2025, the user reported recurrent hypoglycemia during physical activity at work, with a lowest blood glucose (bg) of 39 mg/dl. The low was treated with juice, and coworkers provided assistance out of kindness. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.